Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A shock vector breakdown noted the following measurements: ra to rv >200 ohms, rv to can 108 ohms, rs to rg 175 ohms. Review of device data noted no recent therapy was delivered, and the 28 day average for shock impedances in triad was 110 ohms. This appeared to be an issue with the proximal coil. Technical services (ts) discussed troubleshooting options and programming considerations, recommending defibrillation threshold (dft) testing after completing programming changes. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) ssytem was programmed to initial polarity, maximum energy shocks, and rv coil to can, per physician and ts recommendations. The cause of high impedances was not conclusively determined, but it was presumed there was calcification on the superior vena cava (svc) coil per the vector breakdown. The physician chose not to perform dfts. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A shock vector breakdown noted the following measurements: ra to rv 200 ohms, rv to can 108 ohms, rs to rg 175 ohms. Review of device data noted no recent therapy was delivered, and the 28 day average for shock impedances in triad was 110 ohms. This appeared to be an issue with the proximal coil. Technical services (ts) discussed troubleshooting options and programming considerations, recommending defibrillation threshold (dft) testing after completing programming changes. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to initial polarity, maximum energy shocks, and rv coil to can, per physician and ts recommendations. The cause of high impedances was not conclusively determined, but it was presumed there was calcification on the superior vena cava (svc) coil per the vector breakdown. The physician chose not to perform dfts. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported.